Event description:
It was reported by customer that leakage at tubing bonded site. Disconnection of tubing site connected to statlock. No other information was provided. It was reported this occurred with thirteen devices. This report addresses the fifth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.